Manufacturer narrative:
Although requested, the affected devices have not been received. A follow up report will be submitted with investigation results should the devices be received for evaluation.

Event description:
It was reported that after the pump had been running for approximately one week on a patient when it displayed the error message 9-153-202 when infusing. The device was switched with no delay in patient care.